Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that over the past couple of weeks they noticed they were getting a "hot spot" in their butt area where the ins was implanted, and this would occur even when they weren't holding the communicator over the area. The patient noted that the "hot spot" was concentrated between the skin and the ins, and the patient said the area was tender. The patient mentioned that the "hot spot" sensation was almost like getting "zinged," which they described as an electric shock similar to when they change to a different program. However, the patient said they felt the "zing" sensation in their scrotum when they change programs, but they feel the "hot spot" zing sensation between the skin and ins. Today, the patient turned off the ins and they said the "hot spot" didn't bother them as much and seemed to mellow out, but they still had one spot the size of a thumb print where they could feel s omething like a bump that they had never noticed before. The patient mentioned that they had a knee replacement 8 weeks ago and asked if the knee implant could be interfering with the ins. Agent reviewed that it would be unlikely for the knee implant to interfere with the ins and redirected the patient to their healthcare provider to further address the issue. The patient mentioned a historical event which included that they had complained to their hcp about the ins being so close to the surface, noting that they would bump the ins from time to time and could feel it. The patient said their hcp told them they might implant the ins deeper if necessary.